Event description:
Aortic valve replaced. Pt diagnosed with aortic stenosis last year. Aortic valve replaced. Found to have small tear and without calcifications. Md "surprised" by small tear - anticipated larger product problem.